Manufacturer narrative:
The device has not been returned for analysis. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: retrieval catheter did not pass through stent and caused friction. Time of malfunction: during the procedure. Symptoms/ae: intervention. It was reported that physicians commented that in an unspecified number/type of procedures the emboshield nav6 retrieval catheter (rc) seemed to have a "high profile" leading to friction during retrieval. Especially in coronary procedures, the retrieval catheter could not pass through a stent to retrieve the filter. The tip of the rc was rigid, limiting advancement through a tortuous vessel. Though requested, add'l info, including the number of occurrences and method used to retrieve the filter, was not provided.